Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer reported that the cannula had been pierced by the insertion needle. While this condition has never been confirmed as a failure during operation of the pod (i.e., no investigation has ever found that the needle pierced the cannula during the deployment of the needle mechanism), it is possible that the piercing resulted from a manual installation error at the point of assembly. Since the pod will not be returned, however, the exact cause of the reported cannula piercing cannot be determined. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that the pod "did not feel right at insertion"; the pod was removed and he noticed that the cannula "was not inserted all the way." He felt that he was not receiving insulin from the pod as the cannula looked like it had been pierced by the insertion needle, "allowing insulin to leak before it could reach the body." His bg levels climbed to 302mg/dl while wearing this pod. The device was discarded and will, therefore, not be returned for eval.